Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis. The information also indicated that as a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided and no post implant imaging available for review the reported events could not be confirmed or further clarified, nor is it possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis. As a direct and proximate result of this malfunction, the patient, suffered life- threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, caval thrombosis and retrieval difficulty. Additionally, it is reported that the patient suffered from blood clots, clotting, and/or occlusion of the ivc, emotional distress, mental anguish, anxiety, and stress. Approximately fourteen years and one-month post implantation of the ivc filter, it is reported that the patient passed away. The indication for the filter implant was deep vein thrombosis (dvt) and the need for further surgery. According to the medical notes the patient sustained an injury and required an open reduction and internal fixation of the right lower extremity. Approximately one day post implantation of the ivc filter the patient¿s foot and ankle were noted to be swollen. Six days later, the patient underwent an unspecified procedure. The patient is reported to have tolerated that procedure well. Approximately nine days post implantation of the ivc filter, upon an attempt to remove filter, the filter was found to have a heavy clot and filter was deemed unable to be removed. Vascular medicine recommended that the patient continue on therapeutic dose of lovenox and then be brought back in one week for removal of filter if clot had resolved. However, due to prior recommendation of removal within thirteen days of the placement, this was not going to be possible and vascular medicine stated that the patient would not have the clot resolved by that time. It was noted at that time that the patient would have to permanently keep the ivc filter and be placed on coumadin indefinitely. Approximately fourteen years and one-month post implantation of the ivc filter, the patient expired. According to the provided certificate of death, the immediate cause of death was found to be atherosclerotic cardiovascular disease. Diabetes mellitus is also listed as a condition leading to the cause of death. Other significant conditions contributing to the death but not resulting in the underlying cause include pacemaker and obesity. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The retrieval difficulty involved in this case was related to concerns for the safety of the patient, since the filter had a heavy clot burden the risk of pe and potential embolization of the clot would pose a risk to the patient. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. There are, however, clinical factors that may have influenced these events and include patient, pharmacological and lesion characteristics. Anxiety, foot and ankle swelling do not represent a device malfunction and may be related to underlying patient specific issues. As per the death certificate the patient expired due to atherosclerotic cardiovascular disease and diabetes mellitus. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter due to having bilateral deep vein thrombosis (dvt) and needing further surgery performed. Approximately on or about one day post implantation of the ivc filter the patient¿s foot and ankle were noted to be swollen. Six days later, the patient underwent an unspecified procedure. The patient tolerated the procedure well. Approximately on or about nine days post implantation of the ivc filter, upon an attempt to remove filter, the filter was found to have a heavy clot and filter was deemed unable to be removed. Vascular medicine recommended that the patient continue on therapeutic dose of lovenox and then be brought back in one week for removal of filter if clot had resolved. However, due to prior recommendation of removal within thirteen days of the placement, this was not going to be possible and vascular medicine stated that the patient would not have the clot resolved by that time. It was noted at that time that the patient would have to permanently keep the ivc filter and be placed on coumadin indefinitely. Per the certificate of death information received, the patient¿s death occurred approximately on or about fourteen years and one-month post implantation of the ivc filter. According to the provided certificate of death, the immediate cause of death was found to be atherosclerotic cardiovascular disease. Diabetes mellitus is also listed as a condition leading to the cause of death. Other significant conditions contributing to the death but not resulting in the underlying cause include pacemaker and (B)(6). According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about nine days post implantation of the ivc filter when the patient presented for removal of the ivc filter. It is reported that the filter was unable to be removed due to the blood clotting and the patient was placed on anticoagulants indefinitely. Additionally, it is reported that the patient suffered from blood clots, clotting, and/or occlusion of the ivc, emotional distress, mental anguish, anxiety, and stress. Approximately on or about fourteen years and one-month post implantation of the ivc filter, it is reported that the patient passed away. Additional information is pending and will be submitted within 30 days upon receipt.